Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd had a cleo infusion set separated, leaving the adhesive attached to the skin while the cannula housing detached. The set had been worn for two days on the abdomen. The pwd noted that this occurred once before a few weeks ago. There was no patient injury.